Manufacturer narrative:
A visual inspection analysis was performed on the returned device. The reported material deformation and stent break could not be confirmed as the stent was not returned. The reported difficulty to remove could not be tested as it was based on operational context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported issues cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. It was reported that the herculink elite balloon-expanding stent (bes) was advanced to the lesion and the stent was deployed. However, the stent was observed to have flared struts on the first half and a possible fracture in one area. Factors that may contribute to material deformation of the stent include, but are not limited to, difficult anatomy (calcification, tortuosity, and stenosis), interaction with accessory devices, and outer diameter. In this case, it is possible that the mild calcification, mild tortuosity, and 80% stenosis in the lesion, when the bes interacted, contributed to the reported material deformation of the stent and subsequent break. In addition, it was reported that the bes was difficult to remove post-deployment. It is possible that the material deformation of the stent contributed to the reported difficulty in removing the device. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported issues. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the left renal artery with mild calcification, mild tortuosity and 80% stenosis. The 6x18mm herculink elite stent delivery system (sds) was advanced and the stent was deployed. The stent was observed to have flared struts in the first half and a possible fracture in one area. The sds was difficult to remove post deployment. An unspecified covered stent was deployed to cover the possible fracture in the implanted stent. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the left renal artery with mild calcification, mild tortuosity and 80% stenosis. The 6x18mm herculink elite stent delivery system (sds) was advanced and the stent was deployed. The stent was observed to have flared struts in the first half and a possible fracture in one area. The sds was difficult to remove post deployment. An unspecified covered stent was deployed to realign the implanted stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.